Event description:
On 2/28/2000, an attorney informed the MFR's vp, marketing that a pt had died during implant of the device in question. Attorney requested a return call for info. The MFR's vp, marketing contacted the MFR's vp, regulatory affairs and requested they contact the attorney. The MFR's vp, regulatory affairs made several attempts to contact the attorney; however, they were unsuccessful. On 3/8/2000, the attorney contacted the MFR's vp, regulatory affairs and advised them of the following: a death had occurred when the dr had attempted to place the device system into the pt. The pt had been diagnosed with breast cancer. The physician attempted to implant the device for chemotherapy. Md met resistance to the catheter as they attempted to place it in the vein. Md removed the catheter and trimmed the end to an oblique angle. Md reinserted the catheter past the initial resistance. The sharpened end of the catheter punctured the vessel wall and the pt hemorrhaged and subsequently died. The attorney stated that there was nothing wrong with the device or catheter. At this time, attorney is keeping them for evidence and does not need to have them evaluated. Attorney was aware that the MFR's instructions for use (IFU) advised against cutting the catheter at an angle (page 5 of IFU). Attorney requested the name of the MFR's sales rep for the territory in question. The MFR's vp, regulatory affairs gave attorney the sales representative'sname, address, telephone number and pager number. On 3/8/2000, the MFR's sales rep was contacted by another attorney from the same firm for additional info. Since the device will not be released to the MFR for analysis, the MFR's investigation of this event will be limited to a trend analysis and a review of the device history record. No further info was provided.